Manufacturer narrative:
During a follow-up call on (B)(6) 2017, the clinical diabetes specialist reported that the issue had been resolved and the customer had successfully resumed insulin delivery. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported the customer did not observe insulin dripping out of the infusion tubing during the load fill tubing sequence. Cartridge and infusion tubing change was performed; however, the customer received a minimum fill message. Reportedly, the cartridge was filled with 400 units of insulin. The customer's blood glucose level was 172 mg/dl.